Event description:
From the facility 8/21/96 quality improvement report: "when pacing was selected on this defibrillator, it failed. The defib was being set up for an asystole pt who had arriaved (in) the emergency room. The unit was attached to the pt via another co's cables, and the pacing option was selected. It failed immediately and the nurse setting up the defibrillator immediately changed the defibrillator with another m1722a, and the pacing functioned properly."